Event description:
It was reported that customer¿s pump had a dirty usb charging port. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and no additional actions or outcomes were documented.